Event description:
The contact reported that her husband obtained inaccurately low blood glucose readings with co's test strips. The pt opened the bottle of test strips 3 weeks ago and immediately began using them. He obtained blood glucose readings in the 60-75 mg/dl range with the co's test strips. Because his usual readings with another brand test strips are in the 80-95 mg/dl, he did not believe these readings to be accurate. He performed a side by side comparison using other test strips versus co's test strips and the results were 87 mg/dl and 69 mg/dl respectively. The code was set correctly for all tests. The desiccant is in the bottle of co's test strips. The contact does not know whether the pt performed a normal control solution test or a check strip test. She was unwilling to perform these tests with the representative and the pt was asleep at the time of the call. The pt stores the test strips in the kitchen.